Manufacturer narrative:
The complaint of the needle puncturing the IV catheter was confirmed and the damage appeared to be associated with use. One 22g insyte autoguard device from lot 4212199 was provided for investigation. The IV catheter was received separate from the shielded needle. A microscopic examination of the IV catheter revealed v-shaped breaches in the tubing, which were consistent with needle punctures. As the sample exhibited evidence of use, the catheter was likely damaged during the insertion process. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." No kinks or bends were observed in the returned IV catheter. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle pierced the catheter due to needle defect. The following information was provided by the initial reporter: event description angiocath bent during insertion attempt and catheter was punctured by needle. This occurred with 2 angiocath, only 1 available to send to product recall team. Event date 01/25/2025 patient harm no.